Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had drawer failure. A field service engineer reseated the row board cable to both the main drawers and the auxiliary drawers, and also reseated the auxiliary drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that the user was unable to administer the medication to the patient due to this malfunction, resulting in delays in the patient care workflow. There were no adverse events or injuries reported based on this event.